Event description:
It was reported that the patient underwent a hysteroscopy on (B)(6) 2015 and an electrosurgical device was used. During the procedure, the loop broke. A like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. The distal end of the device shows signs of activation, and the active loop is missing. The fracture faces of both active and return sides of the loop indicate signs of a mechanical fracture and suggests potential user error/misuse.